Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels in the 500's mg/dl. She went to the hospital, but did not receive any treatment. No adverse event was reported. The infusion device was requested to be returned for product evaluation.